Event description:
It was reported that the touchscreen of the customer's pump was unresponsive, resulting in a frozen screen that did not respond to input. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, and the customer chose to reset the pump, resolving the issue effectively.